Event description:
It was reported that an occlusion alarm occurred. Customer changed the infusion set and cartridge to resolve the blockage. Customer's blood glucose (bg) was recorded as high. Customer delivered a bolus via the pump to resolve the elevated bg.